Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.